Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
Threads broke off in glenosphere head during impaction. Surgeon removed the head and the entire baseplate and screws came out also.